Event description:
It was reported that at the implant, it was impossible to fixate the ventricular lead. The lead dislodged each time the stylet was withdrawn. A helix issue was suspected. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the lead appeared damaged at implant.